Event description:
It was reported that while preparing for an endoscopic retrograde cholangiopancreatography (ercp) procedure, the guidewire tip appeared stretched. A jag precursor 025/450 st guidewire had been selected for use in the procedure. While preparing the device for use, the tip of the guidewire appeared "sharpened". Further visual examination revealed that the tip appeared to be cut obliquely. While rehearsing the action of cannulation, it appeared that the tip of the guidewire became even more "angulated" with the device texture appearing "weakened". The device was compared to another unspecified type jagwire and the tip of the complaint device measure .5cm longer than the other jagwire. The device was not used in the procedure and did not contact the pt. The procedure was successfully completed with another of the same device. There were no pt complications reported with the patient's current listed as "stable".